Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional, through distributor, reported "pain in breast", "swelling" and "rupture". This record is for the right side. Patient took corticosteroids and total capsulectomy was performed. The device has been explanted.